Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a hematoma the day following system implant. A surgical procedure was performed wherein the hematoma was drained and resolved. Following the procedure device measurements were again confirmed normal with no changes in device settings. No additional adverse patient effects were reported. This system remains in service.